Manufacturer narrative:
Zimvie complaint number (B)(4). It was reported that a screw fractured inside the implant. Unable to remove the screw, the implant was removed. An instrument was used to re-thread the implant before removing it, but this was unsuccessful. The instrument also fractured at the tip. Zimvie received one (1) unknown zimmer screw for evaluation. Visual evaluation was performed, a fractured screw was stuck inside the implant. DHR, sterilization, and complaint history review could not be performed, as the subject lot number associated with the unknown zimmer screw is not available. Zimvie quality management system (qms) has controls in place to prevent the distribution of non-conforming product and ensure the product is within specifications. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was the excessive loading on abutment/implant assembly. Therefore, based on the available information, a device malfunction did occur. A fractured screw was stuck inside the implant. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided. D1: brand name unknown / provided. D2: type of the device unknown / not provided. D4: additional device information unknown / not provided. G4: premarket identification unknown / not provided. H4: device manufacturer date unknown / not provided. Since the lot number and device will not be returned, identifying a definitive root cause will not be possible. Should additional information be received which indicated that the device may have caused or contributed to the event, an additional report would be submitted.

Event description:
It was reported that a screw fractured inside the implant. Unable to remove the screw, the implant was removed. An instrument was used to re-thread the implant before removing it, but this was unsuccessful. The instrument also fractured at the tip. Type of bone: ii. Procedure completed.